Event description:
Account alleged that the knee function ran unintentionally.

Manufacturer narrative:
Account replaced the CPR limit switch and the pt switch assembly to resolve the problem with the knee function running up unintentionally.